Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
They perform a revision knee surgery in a patient with a previous sigma tc3 implanted in (B)(6) 2017 and they found some breakage of the implants inside the patient. Doi: (B)(6) 2017. Doe: (B)(6) 2023.

Event description:
Additional information was received and stated that the device was broken into 2 pieces.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the patient experienced pain that lead to the knee revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : they perform a revision knee surgery in a patient with a previous sigma tc3 implanted in (B)(6) 2017 and they found some breakeage of the implants inside the patient the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample and the x-ray/photo evidence review revealed that the sig fem adap +2/-2 offset bolt was found broken. The broken fragment was returned. The reported allegation can be confirmed. The device has evidence of extraction. The edges of the fracture section do not indicate any signs of material issue, only smoothed out areas, most likely due to constant friction between the pieces before removal process. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. The overall complaint was confirmed as the observed condition of the sig fem adap +2/-2 offset bolt would contribute to the reported device issue. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, a potential cause cannot be established with the provided information due to be a multifactorial issue and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was performed for lot# h66232 and nothing indicative of a device nonconformance was identified.

Manufacturer narrative:
Product complaint (B)(4).